Manufacturer narrative:
Should new information become available this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. A request was made to analyze the device data. Boston scientific technical services (ts) reviewed the data and confirmed that power consumption had been increasing gradually. Device replacement or reevaluation was recommended within 90 days. This device remains in service. No additional adverse patient effects were reported.